Event description:
Patient has a responsive neurostimulator device for epilepsy. On (B)(6) 2026, while downloading data to the manufacturer supplied computer for the device, the computer caught fire causing burns to the patient.